Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were reported. Subsequently, additional information was received that the device was explanted due to bacteremia. There was no report of bacteremia being related to the device.